Manufacturer narrative:
The device was returned to zoll medical corporation. Our investigation determined that a display cable was partially connected causing display issues consistent with the customer report. The cause is also consistent with the customer's information that the device was dropped prior to the incident. The display cable was reseated and the device was recertified for clinical use. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device's display showed different colored vertical lines. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.